Event description:
It was reported that this pacemaker was suspected to be depleting faster than expected. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Currently evidence suggests that this product remains in-service.